Manufacturer narrative:
Siemens showed due diligence in attempting to obtain more information from the customer however, the customer has not responded after multiple attempts. Without the lot information, further investigation is not possible. The cause of this event is unknown.

Manufacturer narrative:
UDI could not be included in this report since customer did not provide lot number. No investigation possible without lot number. The manufacturer requested more information from the customer to perform further investigation, however no response was received from the customer even after multiple attempts. Two consecutive tests had different results and in absence of a confirmatory test like pcr. Clarity missing on false negative or false positive. Also not known is if the customer followed the correct procedure for testing. The cause of this event is unknown.

Event description:
As holders of the emergency use authorization, siemens healthcare diagnostics is submitting this report on behalf of the manufacturer healgen scientific. The customer reported negative and positive result for covid on two consecutive clinitest covid19 self tests from the same kit. There was no reported injury due to this event.